Event description:
A customer reported that a system message occurred during a surgical procedure. At that moment the doctor was using the diathermy and everything seemed normal. After the system message appeared they restarted the system and everything was fine. The doctor placed plugs in the trocars while the device was being restarted. There was a 5 minute delay while the system was restarted. There was no pt injury reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).